Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead presented to the hospital with a fever approximately three weeks post-implant. The diagnosis was (B)(6). According to the clinical study site, the source of the infection could not be determined; the device/lead and the implant procedure could not be ruled out as contributing factors. The patient received medication and conservation treatment for the infection, and the issue was resolved approximately two weeks later. The device and rv lead remain implanted and in service. (B)(6) study.